Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fibromyalgia ("fibromyalgia"), polymenorrhagia ("heavy to frequent bleeding"), abdominal pain lower ("cramping"), pelvic pain ("sharp pain"), dizziness ("light-headed"), fatigue ("chronic fatigue"), abdominal distension ("bloating"), insomnia ("trouble sleeping") and migraine ("migraines") and was found to have weight increased ("weight gain") and weight decreased ("slow weight loss/ down 20lbs"). The patient was treated with bacopa monnieri herb;camellia sinensis leaf;curcuma longa rhizome;silybum marianum seed;withania somnifera root (protandim) and surgery (surgery). Essure was removed. At the time of the report, the medical device removal, fibromyalgia, polymenorrhagia, abdominal pain lower, pelvic pain, dizziness, weight increased, fatigue, abdominal distension, insomnia, migraine and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dizziness, fatigue, fibromyalgia, insomnia, medical device removal, migraine, pelvic pain, polymenorrhagia, weight decreased and weight increased to be related to essure. The reporter commented: removal has helped so much, device caused so much suffering. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events slow weight loss/ down 20lbs was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fibromyalgia ("fibromyalgia"), polymenorrhagia ("heavy to frequent bleeding"), abdominal pain lower ("cramping"), pelvic pain ("sharp pain"), dizziness ("light-headed"), fatigue ("chronic fatigue"), abdominal distension ("bloating"), insomnia ("trouble sleeping"), migraine ("migraines"), arthralgia ("hip pain") and myalgia ("sore muscle") and was found to have weight increased ("weight gain") and weight decreased ("slow weight loss/ down 20ibs"). The patient was treated with bacopa monnieri herb;camellia sinensis leaf;curcuma longa rhizome;silybum marianum seed;withania somnifera root (protandim) and surgery (hysterectomy last week). Essure was removed in 2018. At the time of the report, the medical device removal, fibromyalgia, polymenorrhagia, abdominal pain lower, pelvic pain, dizziness, weight increased, fatigue, abdominal distension, insomnia, migraine, weight decreased, arthralgia and myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, dizziness, fatigue, fibromyalgia, insomnia, medical device removal, migraine, myalgia, pelvic pain, polymenorrhagia, weight decreased and weight increased to be related to essure. The reporter commented: removal has helped so much, device caused so much suffering. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event hip pain, sore muscle were added. New reporter added. Fu 11 & 12 processed together. On 23-mar-2020: social media received. New reporter was added. Fu 11 & 12 processed together. On 23-mar-2020: social media received: no new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fibromyalgia ("fibromyalgia"), polymenorrhagia ("heavy to frequent bleeding"), abdominal pain lower ("cramping"), pelvic pain ("sharp pain"), dizziness ("light-headed"), fatigue ("chronic fatigue"), abdominal distension ("bloating"), insomnia ("trouble sleeping"), migraine ("migraines"), arthralgia ("hip pain"), myalgia ("sore muscle") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain") and weight decreased ("slow weight loss/ down 20ibs"). The patient was treated with bacopa monnieri herb;camellia sinensis leaf;curcuma longa rhizome;silybum marianum seed;withania somnifera root (protandim) and surgery (hysterectomy last week). Essure was removed in 2018. At the time of the report, the medical device removal, fibromyalgia, polymenorrhagia, abdominal pain lower, pelvic pain, dizziness, weight increased, fatigue, abdominal distension, insomnia, migraine, weight decreased, arthralgia, myalgia and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, dizziness, fatigue, feeling abnormal, fibromyalgia, insomnia, medical device removal, migraine, myalgia, pelvic pain, polymenorrhagia, weight decreased and weight increased to be related to essure. The reporter commented: removal has helped so much, device caused so much suffering. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2020: two follow-ups (fu 16 and fu 17) were processed together. New event brain fog was added. On (B)(6)2020: two follow-ups (fu 16 and fu 17) were processed together. No new clinical information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: quality-safety evaluation of ptc(product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fibromyalgia ("fibromyalgia"), menorrhagia ("heavy to frequent bleeding"), abdominal pain lower ("cramping"), pelvic pain ("sharp pain"), dizziness ("light-headed"), fatigue ("chronic fatigue"), abdominal distension ("bloating") and insomnia ("trouble sleeping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal, fibromyalgia, menorrhagia, abdominal pain lower, pelvic pain, dizziness, weight increased, fatigue, abdominal distension and insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dizziness, fatigue, fibromyalgia, insomnia, medical device removal, menorrhagia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: social media received. New events fibromyalgia, heavy to frequent bleeding, cramping, sharp pain, light-headed, weight gain, chronic fatigue, bloating, trouble sleeping was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fibromyalgia ("fibromyalgia"), polymenorrhagia ("heavy to frequent bleeding"), abdominal pain lower ("cramping"), pelvic pain ("sharp pain"), dizziness ("light-headed"), fatigue ("chronic fatigue"), abdominal distension ("bloating"), insomnia ("trouble sleeping") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with bacopa monnieri herb;camellia sinensis leaf;curcuma longa rhizome;silybum marianum seed;withania somnifera root (protandim) and surgery (surgery). Essure was removed. At the time of the report, the medical device removal, fibromyalgia, polymenorrhagia, abdominal pain lower, pelvic pain, dizziness, weight increased, fatigue, abdominal distension, insomnia and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dizziness, fatigue, fibromyalgia, insomnia, medical device removal, migraine, pelvic pain, polymenorrhagia and weight increased to be related to essure. The reporter commented: removal has helped so much, device caused so much suffering. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event migraines was added. Treatment drug, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.